Event description:
On (B)(6) 2016, the reporter contacted lifescan france, alleging that the subject meter read inaccurately high compared to another device(vita). The reporter claimed obtaining blood glucose readings of "226 and 143 mg/dl" with the subject meter and "143 and 90 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the test strip vial was found to have been overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.